Event description:
The lead was introduced using the straight stylet. Once the lead was positioned in the atrium, the straight stylet was replaced by the screwdriver stylet. The physician applied gentle pressure on the screwdriver stylet to engage the helix mechanism. The screw mechanism separated from the lead and fell to the floor of the atrium. The physician was able to successfully remove the screw mechanism from the patient without any adverse event. Another lead of similar type was implanted successfully.